Event description:
This polaris adjustable pressure valve spv was implanted to a pt in 2005. As overdrainage was observed, the neurosurgeon revised the valve by a spv-300 on the 11th day. Pt medical consequences: transient neurological complications.

Event description:
This polaris adjustable pressure valve was implanted to a pt in september. The implantation depth was less than 10 mm from the skin. In early november, the neurosurgeon attempted to decrease the setting pressure of the valve to 330 mmh2o (or 230 mmh2o) with an adjustment magnet and a pressure selector, in vein. He replaced the valve with another spv-400 on december 9. He succeeded in changing the pressure of the explanted valve.